Event description:
The customer reported being hospitalized for high blood sugar. The blood glucose reading was 245mg/dl. The customer felt that it could be the meter kept reading high. Troubleshooting was performed and the device kept alarming. No further information was provided. Advised customer to discontinue the insulin pump use and revert to back up plan per doctor's instructions.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed as a result of a faulty force sensor. However, the device passed displacement test. Further testing was not performed due to the alarm anomaly.